Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the drain line. The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, a root cause of the reported condition was not determined. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home care service representative contacted product surveillance to report a home patient (hp) who had a drain line leak. The hp reported that he had to knot off the drain line to prevent it from leaking during use. The hp was doing well and there was no sample available.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.